Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufactured by MFR. Product complaint # (B)(4). Investigation summary:examination of the returned device confirmed the reported event. The damage is consistent with device use from normal use and servicing and the investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that we lost business a lot of business here in town. All instruments have been pulled to re-allocate within our territory. Broken instruments were in designated box at facility labeled as "broken" or were found in sterile wrapped sets that were returned to the office. No patient was affected. No surgery was affected.